Manufacturer narrative:
This device was manufactured prior to the date 24 september 2013. Therefore, a complete unique device identifier (UDI) is not available.

Event description:
It was reported that this pacemaker reverted to safety mode operation, which caused discomfort to the patient. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.

Manufacturer narrative:
Additional information: this report is being issued to correct the bsc aware date. This device was manufactured prior to the date 24 september 2013. Therefore, a complete unique device identifier (UDI) is not available.

Event description:
It was reported that this pacemaker reverted to safety mode operation, which caused discomfort to the patient. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.

Manufacturer narrative:
This pacemaker was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Communication to the device could not be established, but it was confirmed there was no safety mode signal observed on the oscilloscope. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. Further testing confirmed a normal current drain. The battery was analyzed and while it was confirmed to be depleted, the root cause was unable to be determined. Please note: this device was manufactured prior to the date 24 september 2013. Therefore, a complete unique device identifier (UDI) is not available.

Event description:
It was reported that this pacemaker reverted to safety mode operation, which caused discomfort to the patient. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.